Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset of the peritonitis, the patient was hospitalized for the event. One day after hospitalization, the patient began treatment with intraperitoneal (ip) injection vanlid (1 gram, stat, continuing frequency not reported), ip injection meropenem (500 milligram, frequency not reported) and ip injection amikacin (125 miligram, twice daily) for peritonitis. At the time of this report the patient outcome was unknown. Vanlid, meropenem and amikacin therapies were ongoing. Dianeal therapy was ongoing. No additional information is available.